Event description:
It was reported that when a device was used during an unknown procedure, the device would not fire. Another device was used to complete the case. There was no consequence to the pt.